Event description:
Report received of an incident involving a blunt cannula that broke off from the hub when a nurse was transferring patient blood from a syringe to a blood tube. It was reported that the plastic hub broke through the glove on the nurse's left hand. Nurse's skin was scratched on the thumb and there was an unspecified amount of bleeding from the site. The blood drawn by the nurse was that of a patient with hepatitis c. The nurse washed their hands with alcohol and betadine. The reporter stated that routine blood exposure protocols were followed. Although requested, no additional information was provided.